Manufacturer narrative:
The electrode lot number was dug00 with an expiration date of 08-apr-2026. The field service engineer found buildup and crystallization in the bath. He cleaned the bath, replaced all of the reagent consumables, and cleaned and flushed the sipper and vacuum nozzles. He performed air purges, reagent primes and ran successful mechanism checks, ise checks, calibration, qc, and precision. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit. The initial result was 150 mmol/l, and the repeat result from a different cobas pro ise analytical unit was 132 mmol/l. The repeat result was believed to be correct.